Event description:
A letter from a customer was received by tyco healthcare - kendall qa department today, claiming four bruises due to the injection metallic particles from insulin syringes. The product code and lot number were not given, no sample offered. Customer reports no medical intervention necessary at this time.